Manufacturer narrative:
Other, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing, the device presented a no disposable alarm. Multiple cassettes were utilized with the same result. There was no patient involvement reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with minor scratches to the lens, the downstream sensor seal was lifted; there was no damage to the housings, battery compartment or battery door; the tamper seal was missing. There was evidence of the reported error in the event history log (ehl). The reported problem was not duplicated. During the investigation, it was found that the downstream sensor was functioning as intended. Due to alarms found in the ehl, it was recommended to replace the downstream sensor as preventative measure (pm). Also, multiple system fault errors were recorded in the ehl, thus it was recommended replacing the optical switch as pm. No fault was found with the device as the investigation was unable to duplicate the reported issue. No root cause was determined. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).